Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a 9.5" (24 cm) appx 0.56 ml, smallbore ext set w/nanoclave¿, 0.2 micron filter, clamp, luer lock generated a leak during patient use. The report stated that the small bore extension set filter was noted to be leaking. There was no patient harm reported.

Manufacturer narrative:
The complaint on the a1202 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 13796426 was conducted and no nonconformities were found that would have led to the reported complaint. D9 - device available for evaluation: no.